Manufacturer narrative:
Concomitant products: unknown boston scientific lead, implant date unknown; 6935 lead implant date unknown.

Event description:
It was reported that the left ventricular (lv) lead was not capturing due to high threshold. The pacing configuration was reprogrammed and the lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.